Manufacturer narrative:
The unit was removed from service. A steris service technician arrived on site, inspected the unit, and identified the sterilizer's drain funnel required adjustment. The technician found that as water was being drained from the sterilizer it was being misdirected off of the maladjusted drain funnel, causing water to spill on the floor. The technician replaced the drain funnel, tested the unit, and confirmed it to be operating according to specification. The sterilizer was installed in 2004 and has been in use at the user facility for over 12 years. The unit was returned to service, and no additional issues have been reported.

Event description:
The user facility reported their 48" century sterilizer was leaking water. No injury, procedure delay, or cancellation was reported.